Event description:
A malfunction was reported when a power source alert 07 occurred. There was no adverse impact to the customer's blood glucose level. The customer initially tried using a tandem charging cable and wall adapter, but the pump did not begin charging after being plugged in for 30 minutes. Upon switching to a different wall adapter, the issue was resolved, and the pump began charging, requiring no further assistance.